Manufacturer narrative:
(B)(4). The insulin pump alarmed constant failed battery test after battery installation, problem isolated to electronic assemblies. Unable to perform displacement test due to failed battery test. Insulin pump received with scratched case and pillowing keypad overlay. No cracks or damage on retainer ring noted. The p-cap does lock properly.

Event description:
Information received by medtronic indicated that the retainer ring was cracked. The customer stated that the reservoir did lock in place. Customer stated the insulin pump had cosmetic damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.